Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer went to bed with a blood glucose reading of 106 mg/dl the night prior to the hospitalization. The customer woke up the next day with a blood glucose reading of 363 mg/dl. The customer treated and the next blood glucose reading was 485 mg/dl. Troubleshooting was reported and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.